Manufacturer narrative:
A steris field service technician arrived at the user facility, tested the system 1e and was unable to duplicate the leak reported by the customer. The technician disassembled the system 1e drip pan and found a small amount of residual water at the bottom of the shroud. The technician cleaned and reinstalled the drip pan and initiated two diagnostic cycles which passed successfully. The technician then initiated two processing cycles which faulted for "chamber level low". The technician replaced the unit's ck1 check valve and rebuilt ck8. After these repairs, the technician initiated a third processing cycle which completed successfully. The unit was returned to service and no further issues have been reported.

Event description:
The user facility reported water was leaking from their system 1e processor. No injury, procedural delay or cancellation was reported.